Event description:
Customer had a compact plus blood glucose result of 333 mg/dl on (B)(6) 2013. Based upon this result, the customer took "too much insulin" according to her husband. He advises she took humalog, but does not know how many units. He advises that the customer began acting confused approximately an hour to an hour and a half after injecting herself with the unknown amount of humalog. He then transported her to the hospital in his vehicle. He states it had been approximately two hours between the time she received the high reading of 333 mg/dl and the time he arrived at the hospital. His wife was incoherent upon arrival at the hospital, and the emergency room staff had to physically retrieve her from the vehicle, as she was unable to exit the car on her own due to her disease state. Upon arrival at the hospital, the hospital meter read 40 mg/dl. He states the hospital provided orange juice with additional sugar in it for his wife at some point during her stay. He does not know if glucose or any other medication was administered as treatment during her hospitalization nor the kind and amount that may have been administered. He does recall at one point he was told a subsequent reading on the hospital meter showed 83 mg/dl. He does not recall any other readings or the times and dates of any of the readings. The customer was kept overnight in the hospital and discharged on (B)(6) 2013. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.